Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the user pushed the "twist" on the cartridge / cryosolutions 4pk cartridge (33517), it exploded. User tried again with a second cartridge, twisted on it and it exploded when trying to replace it. It was reported that the doctor burned his finger from the cartridge. No user outcome, nor medical intervention was not reported.

Manufacturer narrative:
The suspected cryosolutions 4pk cartrge (33517) was not returned to the manufacturer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; manufacturing records were reviewed and no abnormalities related to the reported issue were identified. The issue of gas spraying out may be the result of a damaged/worn o-ring in the cryosolutions pen, or incomplete installation of the cartridge. The cartridge must be installed quickly and completely. The instructions for use (IFU) advises users to "always use protective gloves when installing cartridges." If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.